Event description:
It was reported that the patient presented for follow up for an alert for high, out of range hv lead impedance. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.